Event description:
Two healthcare workers complained of burning sensation and skin discoloration on their hands upon removal of a load from a completed cycle. The workers did not seek medical treatment and their symptoms resolved within one day.